Event description:
The pt experienced hallucinations that started when the dosage of fentanyl was increased; they had also occurred in the past with dilaudid. The pt recently had hernia surgery and used the pump for pain control; however, the pump was only helping with lower back pain at times. The pt had a prescription filled for pain medication following the surgery. The pt had lost weight and stated that the pump wanted to flip every time they sit down. The pt was afraid that the pump "will come apart" and wanted the pump removed as soon as possible. The pt had two surgeries scheduled but were later cancelled by the pt's sister. The pt was seeking another hcp. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).